Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional tricuspid regurgitation (tr), an enlarged atrium, a rotated heart, and a history of prior cardiac surgery underwent a triclip procedure. During the procedure, imaging was challenging. Two triclips were successfully implanted. Post-deployment, the first clip had single leaflet device attachment (slda) from the septal leaflet, attributed to physical contact with the second clip during positioning. Per the physician, the slda was related to the patient¿s pre-existing anatomy. An additional clip was subsequently deployed to stabilize the slda clip. The tr remained unchanged post procedure. There was no clinically significant delay reported.